Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of foreign material in the light guide rod lens could not be established and the cause of chipped adhesive was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the light guide rod lens and chipped adhesive around the light guide lens and objective lens. There was no patient involvement.